Manufacturer narrative:
Device evaluation summary: the device was visually inspected and no apparent damage was found. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor memorygel breast implants 375cc and experienced bilateral rupture, bilateral ptosis, and capsular contracture baker grade unknown on the right side postoperatively. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 400cc, catalog number 3502400, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2020. This report is for the right side.